Event description:
The user went for a regular follow-up at the clinic and purchase of accessories. Reportedly, the recipient has not been using the device for the past 4-5 months due to coil cable issues of the external device. Before this event no hearing issues have been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went for a regular follow-up at the clinic and purchase of accessories. Reportedly, the recipient has not been using the device for the past 4-5 months due to coil cable issues of the external device. Diagnostic imaging will follow. Further steps have not been decided yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.